Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate the issue in the field. Therefore, fse reseated the universal controller card (ucc) and isi core controller (icc) boards and did the multiple power cycle. The system was verified and ready to use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable fault 319 occurred. The customer already restarted the system, but the core was not responding. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to remove all instruments, but there was no vision. The tse advised to use laparoscopic camera and remove the instruments. Later, the tse assisted the customer to perform hard power cycle, and the issue was resolved. However, the customer already elected to convert to laparoscopic procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer converted the procedure prior to restarting the system due to repeated system errors. The conversion did not result in increasing port size incision or adding additional ports. The procedure had been in process for 1.5 hours when the issue occurred. The surgeon believed the cause of the issue was due to technical fault.